Event description:
The doctor reported that a patient came in with pain. The doctor stated that he detected that a chin abscess has been built. A revision surgery was necessary. The implant was removed.

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria are within the medpor implant specification.